Manufacturer narrative:
As reported, during the surgical procedure to repair the mitral valve chordate, the surgeon noted that the chordae was not ruptured but that the papillary muscle was torn. The mitral valve was replaced and the fully functioning thv was also removed and replaced with a surgical valve. The surgery was successful. One day post, the patient was taken back to the or as a tamponade developed and this was repaired. Three days post, the patient developed renal complications. The family declined further treatment. The patient expired. As noted the xt valve was functioning great, but needed to be removed in order to replace the mitral valve.

Event description:
During a transapical tavr procedure, a mitral valve chordae was torn. As reported, a lot of resistance was noted during advancement of the delivery system. Echo was reviewed; no damage was seen at that time. It was thought that perhaps the native leaflet was perforated but that was not confirmed. The annulus was re-crossed with a new wire and delivery system. The valve was deployed without any further issue. The patient was fine at the end of the procedure. At the last communication, the patient had been doing well. She was walking around the hospital but developed a-fib. A dual chamber pacemaker was scheduled for implantation to keep her in a sinus rhythm; there was no heart block reported. Once the patient is stable she will undergo a mitraclip procedure to fix the mitral valve.

Manufacturer narrative:
Per the instructions for use (IFU), injury to the mitral valve is a potential adverse event associated with the tavr procedure. Mitral regurgitation in tavr can occur from chordae tendinae entrapment during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with the transapical approach. This can result in transient mitral insufficiency and usually resolves on removal of the devices. In most cases this condition does not require intervention. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, procedural factors (device manipulation) appear to have contributed to this event. There was no allegation of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.